Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. Results and conclusions code: such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed. (B)(4) .

Event description:
During the 3 months post implant routine follow-up of the device involved in this report, oversensing episodes were visible in device memory.